Manufacturer narrative:
One device was received for evaluation for the complaint that alarm downstream occlusion during infusion. The review of event log found that no information related to the complaint. During 12-month service history review the unit came in once for and serviced for remediation in oct 2024 of v 1.2.4 however shipped in february 2025. The visual and functional testing was performed. During visual inspection found dso seal with moderate bubble and lens scratched. The reported complaint could not be replicated upon performing downstream occlusion test. The downstream occlusion alarms are confirmed in logs. The probable cause is intermittent failure on dso sensor assembly.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that alarm downstream occlusion in btw testing during infusion. There was no patient or clinical harm.